Event description:
In 2003, the patient underwent a aaa procedure with three gore excluder bifurcated endoprosthesis. On an unknown date, a type ii endoleak with aneurysm growth was identified. Measurements not available. In 2009, the patient underwent an open conversion and the gore excluder bifurcated endoprosthesis were explanted. As of in 2009, the patient is reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. Please note additional devices implanted.